Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode cannot be determined. Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument to perform failure analysis (fa). Fa did not confirm the customer reported complaint and found there were no failures reported in the logs; there was no product issue identified. There were two vse instruments used during the procedure, it's unknown which vse instrument was involved with the reported event. A log review showed that the vse instrument (lot number: l80230831-0314) was installed and passed homing four times. There were 114 cut complete events and 4 coag events recorded with no errors . There were also136 seal events with five high initial starting impedance errors; which occurs when the user is trying to seal too much tissue. The instrument was used for about 35 minutes. The other vse instrument (lot number: l80230831-0293) was installed and passed homing two times. There were 28 cut complete events and 30 seal events recorded with no errors. The instrument was used for about 11 minutes. The system logs show one integrated electrosurgical unit (iesu) error that may be related to the reported event.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy procedure, bleeding did not stop after a vessel sealer extend (vse) instrument was used. At the time the event occurred, the vse instrument was being used for sealing and cutting. It was reported that tension exerted on the target tissue resulted with damage to the blood vessels contained within the omentum. A small amount of bleeding occurred and the vse instrument was used to stop the bleeding; but the instrument did not seal. The bleeding was resolved by using a fenestrated bipolar forceps instrument. The procedure was completed robotically and there were no post operative complications.